Manufacturer narrative:
Additional information will be provided upon investigation of event details.

Event description:
It was reported that a revision surgery to remove a bak/c implant occurred because the patient had material behind the cage that was impinging on the spinal cord. Additional information has been requested but has not been received at this time.